Manufacturer narrative:
Additional information: section d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection due to irritation at the implant site from glasses. The recipient presented with tenderness and swelling. The recipient was prescribed antibiotics. The recipient underwent wound debridement surgery on (B)(6) 2023. The recipient healed from surgery.